Manufacturer narrative:
We checked the returned unit and confirmed that the image with spots. Based on the result, we concluded that it was caused due to the body fluid on the ccd module. In addition, we confirmed that the insertion flexible tube was buckled, the operation channel leak and the remote control button cut; however, these are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(stain).